Event description:
The patient reported that she has experienced two hypoglycemic events (values not provided). She stated that on the first incident in 2007, she was found by her son in the night and she was given glucose via injection by her husband and the ambulance was called. She was taken to the hospital and released when her blood glucose elevated. On the second incident the following month, she was found by her husband and given glucose via injection, no ambulance was called. Her normal blood glucose range is 120-180 mg/dl. No further information is available.